Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared her feelings and/or normal results. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 2:45 p.m. The patient claimed that she obtained a blood glucose result of ''57 mg/dl'' with the subject meter. However, the patient stated that the result obtained on the subject meter was inaccurately high because she reportedly passed out immediately after obtaining the result. The patient stated that emergency medical services (ems) was called (not known by whom) and that when they arrived they obtained a blood glucose result of ''22 mg/dl'' with their meter (unspecified type). The time difference between the patient reportedly ''passing out'' and ems arriving/testing her blood glucose was not specified by the patient. The patient mentioned that ems took her to the hospital. It is not known what the patient's blood glucose was when she arrived to the hospital. The patient told the cca that she was treated with IV glucose by a health care provider (hcp). The patient did not specify how long she was hospitalized. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. The patient did not have control solution at the time of troubleshooting and so a control test could not be performed. The alleged issue was resolved at the time of troubleshooting. In addition, lfs product analysis received the meter and test strips back and finished evaluation on (B)(4) 2012. Lfs product analysis determined that all products passed testing and that the subject product was working within specification. However, replacement product was sent to the patient at the time of the allegation. This complaint is being reported as an adverse event because the patient was reported ''passing out'' as a result of the alleged inaccurate high result obtained on the subject meter. In addition, the patient reported a blood glucose result obtained by ems suggestive of acute hypoglycemia and requiring transport to the hospital and treatment by a hcp.

Manufacturer narrative:
Follow up #1 (B)(4) 2012-the classification of this complaint is remaining as an adverse event. However, the patient called the medical surveillance specialist (mss) on (B)(6) 2012 and provided additional information pertaining to this complaint. The patient reported administering her standard medication dose on the evening prior to and morning of the alleged issue (1000 mg metformin, regular u500 insulin based on a sliding scale in the morning, 50 units of novolog in the morning and 50 units of lantus in the evening). The patient claimed that she became 'shaky,' which she associated with low blood glucose and tested her blood glucose with the subject meter and obtained a result of '57 mg/dl'. At the onset of 'shakiness' the patient reportedly drank a glass of milk. However, she claimed that she 'passed out' within 10 minutes of drinking the milk. The patient told the mss that her daughter found her 'passed out,' and called emergency medical services (ems) who arrived within 6 minutes. The patient stated that ems tested her blood glucose and obtained a result of 22 mg/dl, on an unspecified meter, administered IV glucose (unknown amount) and transported the patient to the hospital. The patient mentioned that her blood glucose was in the '60's mg/dl range' when she arrived at the hospital and so her IV glucose treatment was continued. The patient reported being discharged approximately 4 hours later.

Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.